Event description:
It was reported that during central processing, the permanent cautery spatula (pcs) instrument was observed to have a broken tip with a piece missing. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery spatula instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.